Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer reported experiencing an allergic type of reaction associated with use of purewick products, including itching, welts, and rash, which required medical intervention by a dermatologist and urologist and treatment with prescribed topical medications. Customer stated symptoms began approximately three weeks prior to seeking care and that she is no longer using the purewick system or products. Complaint documented for further investigation. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. No medical intervention was reported.